Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the endoscope associated with this complaint and completed investigations. The endoscope was evaluated and found with a camera instrument adapter defect. The endoscope was placed through friction test using a screening aide to manually rotate the adapter to detect for friction. The camera instrument adapter did not rotate properly and noises were heard during testing and confirmed as binding. The camera adapter was removed from the endoscope housing and evaluated and found with shaft bearing contributing to friction. Additionally, the endoscope cable integrated connector was visually inspected and found with mechanical damage. The cable integrated connector paddleboat exhibited mechanical damages such as scratch marks, indentations or broken or missing pieces located at cable proximal end. The endoscope was visually inspected and found with damage to the button pack assembly. Visual inspection confirmed hairline cracks on the lamp at the r/l buttons of the button pack assembly. The endoscope was visually inspected and found with cosmetic damage. During inspection of the endoscope cable integrated connector, the cable integrated connector housing exhibited discoloration.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the endoscope for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the surgeon mentioned that the rotation axis of the 30-degree endoscope could not be fixed and was loose, which caused the endoscope to rotate on its own. The surgeon requested to have an intuitive surgical, inc. (Isi) field service engineer (fse) inspect the endoscope. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer indicated that the image was not inverted. The system recognized the correct endoscope, and the surgeon confirmed desired orientation when the endoscope was installed.